Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15018020.

Event description:
It was reported that the patient underwent a revision procedure where the ipg and lead were replaced due to an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure where the ipg and lead were replaced due to an unknown reason. Additional information was received that the reason for revision was that the patient had inadequate pain relief. The patient was doing well postoperatively. The explanted device components will not be returned they were kept by the facility.